Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when stomach was being resected, the stapler fired but staple was not properly formed using the first two (2) reloads and all three (3) reloads would not complete the staple line distally. The blade would stop moving right before the cut line. When the surgeon would release, then tap down again, the blade still would not proceed to move. This resulted in the surgeon having to eventually open the jaws of the device, and cut the buttress material hanging from the reload connected to the tissue. Surgeon had to fire multiple reloads over already existing staple line and had to cut the staple line because of the layers of sheet present. Resecting the stomach was done to complete the gastrectomy, and the layers of sheet would not allow to do so without physically cutting the buttress material apart. The surgical time was also extended by more than 30 minutes as a result of the event.